Manufacturer narrative:
Device evaluation: bottom tamper seal removed and replaced with third party tamper seal. Plunger tamper seal intact. Non-OEM (original equipment manufactured) blue low profile supercap on main board identified. Primary audible alarm bgnd test followed by 'acu watchdog failure'. 'Acu watchdog failure' alarm is a secondary alarm related to the 'primary audible alarm bgnd test'. Power up process, audio test, occlusion test were performed; reported issues cannot be duplicated. Low profile c9 capacitor present on interconnect board. Adc (analog-to-digital converter) counts were within specification. No repair needed for reported problem since no problem was found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported the medfusion pump exhibited a watchdog error and primary audible alarm. No patient injury reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.